Manufacturer narrative:
The information received by smith and nephew has identified that this event should be re-evaluated for MDR reporting and it was determined that that brainlab is the legal manufacturer of the complaint device. Therefore, this event will be routed to brainlab for further review and event reportability. If further details are provided confirming the occurrence of a reportable event involving a smith and nephew device, our files will be updated accordingly and a further report will be submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during a hip on cori assisted tha surgery, the traumacad was pulled up on cori to get the pt and asis distance, then quit and started a new patient. The imported traumacad plan for the case was not used. The patient was a thin female. The traumacad gave the pt of 0 degrees and asis distance of 186mm. The surgeon used the caliper to compare the asis distance with that and measured 181mm. Surgeon also used ultrasound to identify and mark l5 with a EKG lead. Then the hip modeler was used to find pt and also resulted in 0 degrees. When entering the new patient a pt of 0 and a asis distance of 183 were entered (average of the 2 values derived from caliper and traumacad). The ipsilateral asis and l5 and lateral checkpoint were registered without error. When mapping the acetabulum and then fossa the error "the asis-asis distance is not valid. Continue with leg length and offset measurement" was received. Surgeon continued the case without benefit of navigation and when trying to check leg length and offset, he initially got a value of 3mm longer and 1mm or medialization. Surgeon made some changes and then wanted to check leg length again and he seemed to be all green and lined up almost perfectly, but the error stating "leg length and offset failed" was then received. Tried to take this a number of time without success. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.